Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A sample was not received for evaluation, however a picture was received for evaluation. A visual inspection of the provided picture revealed that the blood pump segment was disconnected from the support plate on one side. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred on a prismaflex hf1400 set two hours into patient treatment resulting in an external blood leak of approximately 200cc. There was no patient injury or medical intervention associated with this event. No additional information is available.